Event description:
It was reported that when the customer was trying to load a new syringe, they were getting an error on the patient controlled analgesia (pca) pump module. It was also noted that it wouldn't allow them to confirm the syringe. If they shut the whole device off and started from the beginning, it worked. They were also unable to clear the volume. The customer got a new pca and the issue was resolved. There was patient involvement but information on impact is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had pca syringe issue was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the customer was trying to load a new syringe, they were getting an error on the patient controlled analgesia (pca) pump module. It was also noted that it wouldn't allow them to confirm the syringe. If they shut the whole device off and started from the beginning, it worked. They were also unable to clear the volume. The customer got a new pca and the issue was resolved. There was patient involvement but information on impact is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.